Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40129r1053) was chosen for implantation. Due to suboptimal transseptal puncture, "+" knob was applied to the steerable guide catheter and medial (m)-knob was applied to the clip delivery system. Initial grasping attempts were unsuccessful. After approximately 5 attempts, the posterior gripper was no longer visible on imaging. The clip was retracted to left atrium and posterior gripper function could still not be visualized. The clip was removed from the patient and the grippers functioned normally. It was decided to replace the clip. The replacement was used without issue, reducing mr to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). Difficult or delayed positioning with anatomy and positioning failure associated with leaflet grasping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported single gripper actuation issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue cannot be determined. Additionally, a cause for the reported difficult or delayed positioning associated with clip interaction with the anatomy and positioning failure associated with leaflet grasping cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6 medical device problem code: 1158 added.